Event description:
The micro oscillating saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage and worn components were discovered upon disassembly.